Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to 3mm to occlude the vessel. The vessel was not fully occluded so the phyisican inflated the occlusion balloon to 3.5mm and the occlusion balloon deflated immediately. The device was removed and replaced with another to complete the case.